Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue was intermittent.

Event description:
A medtronic representative reported that, when attempting to load an exam onto the navigation system, the video signal was lost on the monitor. The representative confirmed the video cables were secure to the monitor. The representative confirmed that the computer for the navigation system was receiving power. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.